Manufacturer narrative:
The head and neck were assembled. The laser lines were aligned properly. There were marks on the engagement surface of the neck, suggesting the neck did engage with the stem. Additional mdrs associated with this event: 3025141-2017-00305: neck. 3025141-2017-00306: stem.

Event description:
An arh slide-loc radial head implant was implanted on (B)(6) 2015. At some point post operatively, the head/neck assembly dissociated. The implant was replaced with new arh slide-loc components on (B)(6) 2017.